Event description:
The initial reporter stated that they received erroneous results for two patients tested with coaguchek xs meter serial number (B)(4). At 11:46 a.m., a sample from the first patient was tested using the meter, resulting with a value of 7.0 inr. At 11:48 a.m., a sample from the first patient was tested using the meter, resulting with a value of 5.6 inr. At 12:00 p.m., a sample from the first patient was tested in the laboratory with an unknown method, resulting with a value of 5.3 inr. The first patient's coumadin dose was then adjusted based on the laboratory value. The first patient's therapeutic range is 2-3 inr and the testing frequency is weekly. This first patient was admitted to the hospital on (B)(6) 2019 and is currently hospitalized due to gastrointestinal bleeding. The patient's hematocrit at the time of hospital admission was 26.8 %. The patient received vitamin k due to the high inr and was taken off coumadin. While in the hospital, this patient had a laboratory value (unknown method) of 4.2 inr on (B)(6) 2018 and a laboratory value of 1.6 inr on (B)(6) 2019. The occurrence of bleeding in the first patient is in line with the over-anticoagulation that occured at the time of the event. The over-anticoagulation was indicated by meter and laboratory inr results 3 days prior to the event and it was acted upon accordingly with reduction of coumadin dosage. No information was provided which suggests the device caused or contributed to an adverse event for this patient. The patient's medication was not changed based on the meter results. The patient's current overall health is fair. At 1:350 on (B)(6) 2019, a sample from the second patient (a (B)(6) female patient born on (B)(6)) was tested using the meter, resulting with a value of 4.2 inr. At 14:50, a sample from the second patient was tested in the laboratory using an unknown method, resulting with a value of 3.1 inr. The second patient's coumadin dose was adjusted based on the laboratory value. The second patient's therapeutic range is 2 - 3 inr and the testing frequency is weekly. No adverse events were alleged to have occurred for the second patient. The second patient did not receive treatment or a change in medication based on the meter result. The patient's current overall health is fair. Neither patient has antiphospholipid antibodies. The first patient is anemic. Neither patient takes heparin or direct thrombin inhibitors. Both patients have fluid restricted diets. Neither patient had any changes in diet. The second patient had no changes in illness or medications. Neither patient had bleeding or bruising. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 361437) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The meter and test strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.33 %. No information was provided that would point to a cause for the result discrepancy